Manufacturer narrative:
The reprocessing status was unable to be confirmed due to related information being unobtainable. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material in the nozzle could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: the instruction manual gif/cf/pcf-290 series operation manual describes how to detect for the suggested event in chapter 3 preparation and inspection. The instruction manual gif/cf/pcf-290 series reprocessing manual describes how to prevent the suggested event in chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis lucera elite colonovideoscope had reduced angulation. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that the nozzle was clogged with a foreign object. The foreign material remained in the nozzle, which can cause insufficient reprocessing. This report is to capture the reportable malfunction of foreign material in the nozzle noted at estimation.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: the bending angle was insufficient due to stretching of the angle wire; the play of the angle knob is out of normal due to the stretching of the angle wire; the electrical insulation at the tip did not maintained due to peeling of the curved rubber adhesive; the curved rubber adhesive part was missing; the water drainage function may deteriorate due to clogging of the air/water supply nozzles due to handling and insufficient cleaning; the adhesive part of the lighting lens had peeled off; the suction cylinder was scraped; wrinkles were observed in the universal cord; paint peeling was observed on the suction cylinder; and scratches were found on multiple locations on the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.